Manufacturer narrative:
Reliability analysis inspected one opened and used sensor and performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm if customer received sensor in said condition due to customer returning an opened and used sensor.

Event description:
Customer reported that he inserted the sensor the night before and could not remove the needle from his body. Customer stated that he had to completely remove the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.